Event description:
It was reported that an unspecified morphine discrepancy occurred during use on a patient. It is unclear as to how much medication infused into the patient. There were no adverse effects caused to the patient from the event. Although requested, no further information was provided.

Manufacturer narrative:
Device code 2339. Deleted info: previously reported serial number, UDI#, h4 and device code 1311.

Event description:
It was reported, that an unspecified morphine discrepancy occurred, during use on a patient. It is unclear, as to how much medication infused into the patient. There were no adverse effects caused to the patient from the event. Although requested, no further information was provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of unspecified morphine discrepancy was not confirmed. The customer confirmed, the incorrect devices were returned. And requested the investigation be closed. Review of the pcu error log showed, no errors were recorded on the reported event date. Review of the pcu event log showed, the system was not in use on the reported event date. The customer confirmed, the incorrect devices were returned. And requested the investigation be closed. No testing could be performed, since the suspect device was not provided for investigation. No internal or external inspection could be performed, since the suspect device was not provided for investigation. Device inspection: the incident syringe was not returned. And could not be inspected. The incident administration set was not returned. And could not be inspected. Root cause analysis: the root cause of the complaint of unspecified morphine discrepancy could not be identified. Device history review: a review of the source device history could not be performed. The customer confirmed, the wrong devices were provided. H3: other text: suspect device not received. Pcu log review only provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a discrepancy in how much morphine should have been infused into the patient was noticed. No harm to the patient was reported.